Manufacturer narrative:
Product analysis found that during the inspection bur could not be removed. Visually, only part of inner assembly was returned. There was no noted damage at the proximal end of inner hub (seal was intact). The distal end of inner hub was deformed. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.355 inches in deformed area (out of specification). The inner shaft was broken 0.685 inches from the distal end of inner hub to the broken point. There was a white residue as well as scratches (tool marks) noted on the broken shaft. Functional testing could not be performed due to broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-op of endoscopic sinus surgery, the bur could not be removed from the m4 handpiece. There was no I ntervention and the procedure completed with the back up product. There was no patient impact. When handpiece was received at service center, the bur was attached, but it was already broken from the base. No fragments fell into the patient.